Event description:
The reporter did meter to lab comparison tests, side by side. The reading on reporter's meter was 370 mg/dl, and the lab test was 147 mg/dl. Reporter had been feeling dizzy. A control test was not done due to unavailability of supplies. No harm was alleged. Follow up attempts to contact the reporter for additional info have not been successful.